Event description:
It was reported that when the patient presented to the emergency room following vibratory alert, the device was found to be in backup vvi mode with defibrillation therapy available. Device was successfully restored with software download. Patient was ok and there were no adverse consequences.